Event description:
Caller states that the pt tested 1.0 inr on coaguchek test system 1 and 1.6 inr on coaguchek test system 2 during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed in a medical facility. Coaguchek test system 1: meter, test strip lot 395a-f6, exp 02/29/08, cat/3116247. Coaguchek test system 2: meter, test strip lot 395a-h13, exp 02/29/08, cat/3116247.

Manufacturer narrative:
Suspect device for this medwatch is coaguchek test strip in system 1.